Event description:
It was reported that there was a complete explant of the implantable neurostimulator (ins), leads and extensions on (B)(6) 2014. The reporter stated that the health care professional was explanting the system because the patient reported no pain relief. It was noted that there was a loss of stimulation/therapeutic effect and less than 50% therapy relief at an unknown location. It was further noted that the stimulation did not help. It was unknown if any troubleshooting was done. Additional information received reported that the cause of the event was due to battery site pain. It was noted that the patient did not require hospitalization and that the patient outcome was ¿no injury.¿

Manufacturer narrative:
Concomitant products: product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type extension; product ID 3888-33, lot # v305664, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type lead; product ID 3888-45, lot # v573631, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type extension; product ID 3888-45, lot # v573631, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type lead; product ID 3888-33, lot # v279595, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type lead. (B)(4).